Event description:
It was reported that before use of the bd syringe solomed 2pc 2ml 25x5/8 fixed cn there were issues with foreign matter on the barrel and plunger rod. There is a white residue on the inside of the barrel as it pushes and pulls the plunger rod on almost every syringe. In addition some needles are leaking at the needle hub, and some needles are bent. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: when the inoculation room is disassembled for use, there are black foreign matter on the barrel and plunger rod. Some needles are leaking at the needle hub, and some needles are bent. Lot#1801409 almost every syringe has a white residue on the inside of the barrel as it pushes and pulls the plunger rod. Lot#1811104.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture and sample of the defected product. Consequently, bd can confirm the reported black foreign matter presented in different parts of the syringe (one in the flange of the plunger rod, another one in the opposite side of the plunger rod, and the last one it¿s not possible to see clearly where is located, or in the barrel or in the lip of the plunger rod) as embedded particles. Regarding the needles bent and the leaking, defect is not confirmed as photos or samples doesn¿t show the reported defect. Regarding the white residue inside the barrel, bd suggests it may be lubricant flakes. Bd has been provided with 5 solomed syringes g25 in which the lot was not indicated and another 3 in which the lot was 1801409. Syringes were examined in our laboratory and; leakage, cannula bent, and foreign matter was not observed, so defects are not confirmed after reviewing the physical samples. On the other hand, referring to the white residues inside the barrels, after examination it has been confirmed that it refers to lubricant flakes, which is not a defect of the product. Conclusion(s): after analyzing the pictures provided, bd could confirm the reported foreign matter which consists of embedded particles of burnt plastic and coming from the polyethylene. The embedded particles defects were produced in the screw of the injection molding machine (is an inherent condition in the molding process). Due to the high working temperatures, some particles of plastic can remain stuck on the internal walls of the mold and get burnt. During normal production and in isolated cases, some particle may be detached from the screw being injected and remain embedded in the shield piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. On the other hand, based on the preventive measures and our stringent sampling inspection, bd is confident that this has been an isolated case and any probability of occurrence should be exceptional. Regarding the statement: ¿almost every syringe has a white residue on the inside of the barrel as it pushes and pulls the plunger rod¿ bd understands it could be lubricant flakes. During the manufacturing process, the lubricant (a component of the resin) forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes which is included in the international standard iso 7886-1:2017 "sterile hypodermic syringes for single use" in section 7. Toxicologic material risk assessment for amide slip agent used indicates an extremely low to negligible risk of materials-medicated adverse effect in this clinical application.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1801409, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-24. Medical device lot #: 1811104, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe solomed 2pc 2 ml 25 x 5/8 fixed cn there were issues with foreign matter on the barrel and plunger rod. There is a white residue on the inside of the barrel as it pushes and pulls the plunger rod on almost every syringe. In addition some needles are leaking at the needle hub, and some needles are bent. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when the inoculation room is disassembled for use, there are black foreign matter on the barrel and plunger rod. Some needles are leaking at the needle hub, and some needles are bent. Lot#1801409 almost every syringe has a white residue on the inside of the barrel as it pushes and pulls the plunger rod. Lot#1811104.